Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the company rep could not interrogate the pt's device with her wand. She has to wiggle the cable that attaches the wand to the handheld to get it to work. New programming system was shipped to the rep. Old programming system is being shipped back to MFR for product analysis.